Event description:
Related manufacturer reference number: 1627487-2022-05839 and 3006705815-2022-17635. It was reported the patient had discomfort at ipg, lead, and anchor site. Surgical intervention took place on (B)(6) 2022 where the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.